Manufacturer narrative:
A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned to manufacturer.

Event description:
Procedure: removal of expedium. Revision surgery due to implants placing pressure on lung. This is the patient's first revision. Patient outcome post surgery unknown. Additional information received 22 mar 2017: the screws were placed on an ant/lateral approach - t8/l1. The original date of surgery was (B)(6) 2013. The revision was the same day as the report; (B)(6) 2017. All hardware was removed. The patient primarily presented with scoliosis. I spoke to the registrar for further clarification, he stated " the screw head placed superiorly irritated the lower lobe of the right lung" hence why the instrumentation was removed.